Manufacturer narrative:
A pack label and a vial containing one small white particle were returned. Microscopic examination found the particle is approximately 998 microns wide by 1647 microns long. The particle is hard to the touch. No other pack components were returned. The particle was sent for lab analysis using an energy-dispersive spectrometer (eds) equipped scanning electron microscope (sem) and a fourier transform infrared (ftir) spectrometer. The analysis indicated the particle was consistent with polycarbonate. The needle wrench in the bl5113 does contain polycarbonate however we can not definitely determined that it was from the needle wrench component due to the limitations of the analytical methodology. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary.

Manufacturer narrative:
The manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is ongoing.

Event description:
The user facility in france reported a ''plastic'' particle appeared in the patient¿s eye. The particle was removed. No clinical consequences or additional medical interventions as a result of this event.